Event description:
The pt reported that she had experienced a return of symptoms described as flu-like symptoms. The hcp did a study (date not reported) and told the pt that her catheter had come out of place. The pt was scheduled for a catheter revision or replacement in early 2008. The pump was used to deliver morphine and compounded baclofen. The hcp reported that the pump contained morphine, compounded baclofen, and clonidine and that the pt had experienced increased pain rating it a 10/10. In 2007, they attempted to aspirate from the catheter, but were unable to so a catheter replacement was scheduled. Two months later, the catheter was revised and found to be severed. A new distal segment was implanted and connected to the existing proximal portion which was shown to be patent. The pt recovered without sequela.